Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curves scissors (mcs) tip cover accessory got holes or split recently. Site reviewed proper process for putting on and using the tip covers with the customer with no patient injury reported. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.